Event description:
This is a 75-year-old male patient who presented to (B)(6) on (B)(6) 2024 for an ultrasound guidance carpal tunnel release using an ultra guide ctx sonnex knife. The operative report states that an 11-scalpel blade was used to create a 4- 5 mm mini open incision under sterile technique. Direct ultrasound guidance was then used to pass the device into the carpal tunnel and position it within the transverse and longitudinal safe zones. The cutting knife was placed in its distal recessed position, the balloons deflated and the transverse carpal ligament probed using the stainless-steel dilator to ensure complete ligament transection and release of the median nerve from the ligament and adjacent synovial or scar tissue. The device remained retracted and unable to close (the knife did not hide back). The device was removed carefully for the incision site, inspected, and confirmed intact. On (B)(6) 2024 the patient was seen by the surgeon during an office visit. Per surgeon, the patient's condition improved, no nerve damage or bleeding was noted. The numbness and tingling have improved.